Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Bur not returned with attachment.

Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) procedure, the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) procedure, the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.